Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient lost stimulation and was hospitalized for pain. System diagnostics revealed high impedances on the lead contacts. X rays are ordered. As a result, surgical intervention was undertaken, wherein the ipg was replaced (reference MFR report# 1627487-2018-10631). Reportedly, therapy was restored post-operatively. Surgery for lead revision may be pending.

Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2019 wherein the lead was replaced and effective therapy was restored. Issue resolved.